Manufacturer narrative:
The returned device was evaluated. The device did not turn on battery or on ac but intermittently turned on by wiggling and holding at close to the end of power cord plug that connected to ac module inlet. When the device was on for several minutes, there was no burning smell or smoke observed. However, during an internal inspection of the device, the unit was found to have broken solder on u1 ac/dc power supply's pin 1 on a joint between power supply module and system board. In addition, there was a spark (not burn) residue on pcb area around pin 1 caused by intermittent connection due to broken solder of ac positive line at pin 1. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported related issues prior to this reported event.

Event description:
It was reported that there was a burning smell when the device was powered-on. Additional info received: there were no visible fire or smoke. There was no pt involvement.